Event description:
Caller states the patient tested 7.7 inr on the coaguchek xs system and 11.1 inr on a comparison lab. Customer was admitted to the hospital after receiving lab result. Treatment information is not known. Requested return of suspect system and replacement was sent.